Manufacturer narrative:
Other relevant device(s) are: product ID: 9733808, serial/lot #: unknown. Analysis of the 9733560 found an unexpected exit/software analysis of the 9733808 found an unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the dicom q/r application was not running and rebooting. Site suspected it seemed corrupted. It was stated that site had to load exams with cd. There was no patient present when the issue occurred.